Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer that their vapr 3 foot pedal would not power on during a shoulder scope. The case was completed with another like device. There were no patient consequences or delays. The device was discarded.

Manufacturer narrative:
Product complaint # (B)(4). The lot number originally reported in this complaint is missing a digit. I sent a request to the supplier for the DHR and was informed by them of the mistake. I called the sales rep and was told that since the device was discarded she could not get this information. The lot number is being changed to unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. The lot number originally reported in this complaint is missing a digit. I sent a request to gyrus for the DHR and was informed by them of the mistake. I called the sales rep and was told that since the device was discarded she could not get this information. This precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).